Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a 45-year-old female patient who had essure (batch no. 696932-not valid ,695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index abnormal and weight loss. Concurrent conditions included fibroids and uterine enlargement. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 12 days after insertion of essure. On (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, menorrhagia, depression, anxiety and weight decreased outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a 45-year-old female patient who had essure (batch no. 695932,696932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index abnormal and weight loss. Concurrent conditions included fibroids and uterine enlargement. Concomitant products included paracetamol (acetaminophen) from october 2010 to december 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 12 days after insertion of essure. On (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, menorrhagia, depression, anxiety and weight decreased outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concurrent condition essure indication ,lot number, stop date and events abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition depression and mental anguish and weight loss were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a 45-year-old female patient who had essure (batch no. 696932-inv,695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index abnormal and weight loss. Concurrent conditions included fibroids and uterine enlargement. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 12 days after insertion of essure. On (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, menorrhagia, depression, anxiety and weight decreased outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a 45-year-old female patient who had essure (batch no. 696932-not valid ,695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included body mass index abnormal and weight loss. Concurrent conditions included fibroids and uterine enlargement. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 12 days after insertion of essure. On (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, menorrhagia, depression, anxiety and weight decreased outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received: event essure confirmation test: no added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no: 696932-not valid, 695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included body mass index abnormal and weight loss. Concurrent conditions included fibroids and uterine enlargement. Concomitant products included paracetamol (acetaminophen) from on (B)(6) 2010 to on (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 12 days after insertion of essure. On (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and weight decreased had resolved and the genital haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: received treatment of bladder, other injury, symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.2 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, outcome of event, rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.